Event description:
It was reported that the graftmaster stent delivery system would not cross the heavily tortuous, heavily calcified right coronary artery for treatment of a perforation. Bare metal stents were used to treat the perforation successfully. No adverse patient effects or clinically significant delay in the procedure were reported due to the failure of the graftmaster to cross. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. It should be noted that the otw graftmaster instructions for use states that it is not recommended that the product be used after the use before date.